Event description:
A pt consistently produced elevated axsym ca-125 results. On 1/10/99 result=312.8u/ml, on 2/11/99 result of 351.9u/ml, on 4/26/99 334.6u/ml and on 8/30/99 a result of 367.9u/ml was produced. Surgery was performed on pt and both ovaries were removed and found to be benign.